Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with no alleged device deficiency. The customer reported blood glucose value of 23 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with ER visit and IV insulin drip. The event involved product(s) mmt-866a, mmt-326a, mmt-1884. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-866a. No product return is required for mmt-326a. No product return is required for mmt-1884.

Event description:
Updated summary: customer reported that he was making dinner when he had a low blood glucose on (B)(6) 2024. His daughter found him unconscious on the floor and took his blood glucose value and it was 23mg/dl. Paramedics were called at 6pm for a blood glucose of 42mg/dl and they gave him intravenous sugar. He did not get insulin drip and did not go to the emergency room. Customer said he lost his transmitter and cannot monitor his blood glucose when he is having a low. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.